Event description:
It was reported that the patient presented to the ER on (B)(6) 2011, after receiving strange palpitations. The rv lead failed to capture and sensed variable low r-waves. It was noted that the atrial and ventricular leads had dislodged. The leads were explanted when repositioning was unsuccessful. The leads were discarded and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.